Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found the outer housing broken. The functional evaluation found that the device was unable to generate negative pressure, it also failed the blockage and leak test. This established a relationship between the device and failure reported, the device did not generate alarms under expected conditions. The investigation found that this failure occurred due to the vacuum motor being defective. The root cause was determined to be a mechanical component failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has been reviewed and similar instances have been recorded in the previous four years, at this time, it is deemed that no further actions are required in relation to this complaint. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device gives blockage alarm after 6 minutes when it should do it in 3 minutes. No harm nor injury since this was found during service and repair process. No additional information available.